Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A lot number was requested, but not provided, therefore, device history review could not be performed. Based on the information provided and multiple follow-up communication, there is no substantial indication that there is a reaction. The implant was extracted at 22 months. Resorption of the plla materials can take 36 to 60 months; as stated in the biocomposite interference screws scientific literature. Product directions for use warns of possible adverse effects to the implanted materials. Patient sensitivity should always be considered/ruled out prior to a procedure. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.

Event description:
It was reported that at 22 months post-op, a second surgery was performed to remove a screw that had not absorbed from an initial acl repair. The surgeon feels that the implant not absorbing is a reaction to the screw. The patient was also complaining of tibial pain. Original surgery date; 2007. The patient is currently doing well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.